Event description:
The account alleged that the patient position module will not set. No injury reported.

Manufacturer narrative:
The account stated that after zeroing the scale they are able to set the patient position module, user error.